Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic kidney resection, while being applied over the hilum structures, the scrub tech confirmed that she cycled the device in between each reload and that the handle worked as normal for the first firing. On the 2nd firing/reload, the jaws of the device locked on tissue. The surgeon tried to remove it with excess force, but it never opened. The surgical team scrambled to find a possible solution to releasing the jaws of the device. They pulled the IFU's release strategy out of the box, but they claimed that there was no english language on any of the brochures. The surgeon removed the stapler/reload by force in order to regain access to the structure but a small bit of tissue came out attached to the reload tip.